Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indications for use were failed back surgery syndrome and spinal pain. The patient reported that their pump had failed this month. No patient symptoms and no further complications were reported.